Manufacturer narrative:
Exact date unknown, event occurred over the last several months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(4). Batch: 15734155.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on both leads. A lead fracture was suspected.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on both leads. A lead fracture was suspected. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the facility.